Event description:
It was reported that the device reached elective replacement indicator (eri) after only four and a half years due to high right ventricular (rv) lead threshold resulting in high output. Therefore the device was removed and replaced with a new device. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2008. (B)(4).